Event description:
The complaint alleges while unloading a (B)(6) patient from the ambulance, the drop frame allegedly failed causing the weight of the stretcher to shift toward the operators. The stretcher did not fall and the patient was not injured; however, a medic is alleging a back and knee injury, as a result. The medic was evaluated by the company's corporate health representative. No further information has been provided.

Manufacturer narrative:
The stretcher was returned to manufacturer for evaluation. A visual and functional evaluation was conducted and it was discovered an improperly installed stow net was interfering with the load frame release bar. This interference may have not allowed the load frame to lock into position which would create improper weight distribution on the load bearing components and could result in the reported issue. The stretcher was repaired and returned to the customer. The IFU for the stow net includes clear instruction on proper installation on the stretcher. No additional information was provided on the alleged medic injury.

Event description:
The complaint alleges while unloading a 430lb patient from the ambulance, the drop frame allegedly failed causing the weight of the stretcher to shift toward the operators. The stretcher did not fall and the patient was not injured; however, a medic is alleging a back and knee injury, as a result. The medic was evaluated by the company's corporate health representative. No further information has been provided.